Event description:
It was reported that a spectrum iq infusion pump had a high flow rate occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate high" was not reproduced. Evaluation had sent the device to flow line for flow testing but was unable to perform due to a system error 320. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The m2 and m3 springs required to be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.